Manufacturer narrative:
The product investigation was completed. Device evaluation details: the smart touch unidirectional sf device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were performed following j&j medtech procedures. Visual analysis revealed reddish material and a hole in the surface of the functionality. The device was connected to the carto 3 system and it was recognized and visualized correctly. No issues or errors were observed. A manufacturing record evaluation was performed for the finished device 31445195l number, and no internal action was found during the review. The reddish material inside the pebax could be related to the magnetic and visualization issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of j&j medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an pulmonary vein isolation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, the medical team was ablating and the catheter began to disappear and reappear from the screen. Errors 319 (catheter out of mapping range) and 401 (map points cannot be acquired) appeared. This occurred at the very end of the procedure. This was not a matrix failure (as the medical team mapped the area extensively with pentaray prior). The patient didn't move (deep sedation) and no issues were seen with the ngen system. The procedure was successfully completed. No patient consequences were reported.